Manufacturer narrative:
B5- per update information the lens was explanted at an unknown date. On (B)(6) 2021 a replacement lens of different model and diopter was implanted and the problem resolved. H3- device evaluation: lens was returned with moisture, inside a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h3: device evaluation: should be corrected to state: functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#(B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm6_12.6,-8.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Refractive surprise was reported, lens remains implanted. For patients current condition "far sight not good" was reported. In the reporters opinion the device was the cause of this event, for cause details the reported stated " drop of vision after vicm6 surgery." If additional information is received a supplemental medwatch report will be submitted.